Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary system station was offline. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was offline. A field service engineer (fse) disconnected the main station pyxis communication bus, after which the station did not power on. The fse then disconnected the auxiliary unit, which allowed the station to power on and function normally. The fse reconnected the auxiliary unit to the main station and systematically disconnected each drawer to isolate the source of the short circuit, identifying it in auxiliary drawer 6.1. The fse replaced the drawer controller board and powered the station back on, restoring normal operation the system functioned as intended after the field service engineer repaired the device.